Event description:
Complainant alleged that while attempting to defibrillate a female pt in cardiac arrest, after applying paddles and delivering energy to the pt, the nurse felt an unintended shock in the left hand and arm. Complainant indicated that there was no adverse effect to the pt or the user due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. Please refer to the attached user medwatch report that zoll medical has received.